Event description:
Reporter indicated that the physician was having some difficulty with programming. The physician reported that the pt felt "shocking" at the electrode site when she walked past a magnetic board. The physician reported that he had checked to confirm the magnet mode was at 0ma; however, review of programming history shows that during an interrupted systems diagnostic test the magnet mode output current had been inadvertently set to 1ma. Although a final interrogation was performed which showed this setting, the physician did not reprogram the generator at that time. Another systems diagnostic test was performed and was within normal limits. At the next office visit the magnet mode output current was reprogrammed to 0ma.

Manufacturer narrative:
Analysis of programming history.